Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc impedance spikes periodically throughout trend. On 2014-(B)(4), observed greater than 1000 ohms, and svc impedance spikes periodically throughout trend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc impedance was varied with it going high periodically. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).